Event description:
Additional information received reported that the patient's lead and battery were both replaced. The only difficulty in the whole process was finding a good nerve response for the patient. The lack thereof had caused the patient to increase her amplitude to a high level.

Event description:
It was reported that there were impedances less than 250 ohms. The reporter stated that there was a loss of therapeutic effect. The patient reported a warm sensation in the device pocket when the device was on. It was noted that unipolar impedances were 200-300 and all bipolar impedances were less than 50 ohms. Two weeks later, it was reported that impedances were performed and revealed that there was very low resistance and only four combinations could be used. The reporter stated that the lead needed to be replaced. It was unknown if there were lead fractures, and it was thought that the cause of the impedances was due to the lead initially being used with an earlier device model and an extension, which may have caused some damage. It was noted that the lead would be replaced in (B)(6) 2013. A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2013-00623 it was unclear which device was involved in the event.

Manufacturer narrative:
Product ID, 3889-28 lot# v737879, implanted: 2012 (B)(6), product type lead product ID, 3093-28 lot# j0511373v, implanted: 2005 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).